Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument occurred. The blue reloads were discarded post procedure so an investigation into the reloads cannot be conducted. Logs show that pn 480460-09, lot l92211123-0313 was installed 9x and fired 6 reloads (4 blue followed by 2 white). All firings were completed per the logs. First 4 firings (blue) had no pauses for compression, and the last 2 firings (white) had one pause for compression. The instrument had 1 incomplete clamp in 7 total clamp attempts. There are no errors related to the use of this sureform stapler in the logs. This event is being reported due to the following conclusion: it was alleged that a ¿procedure was on the (B)(6) and the patient came back in the next day and was experience pain, it was identified a leak due to staple reload failure, no visible line of the staple where the leak. A 2nd procedure was performed on (B)(6) robotically without any issues.¿

Event description:
It was initially reported that a patient underwent a robotically assisted roux-en-y procedure and returned the following day with a complaint of pain. A leak was identified ¿due to staple reload failure, no visible line of the staple where the leak.¿ a second procedure was performed on (B)(6) 2022 robotically without any issues. On 08-july-2022, intuitive surgical, inc. (Isi) contacted the csr who provided the following information: csr was present during the initial surgical procedure. No issues were encountered during the procedure. The procedure was a gastric bypass (roux-en-y) indicated for obesity on a 58 year old female. Blue reloads were used and are the subject of this report. The patient had a prior bariatric procedure for obesity which, according to the doctor, contributes to a higher risk of a leakage. The patient was advised of the increased risk for leakage prior to the procedure. There is no allegation of any malfunction with the system nor the xi®/xi dual/x¿ stapler,sureform 60. The patient was recovering in the hospital 15-18 hours post-op complaining of pain. Examination revealed a leak on the stomach side of the staple line, the pouch line was intact. The patient underwent a second robotic issue to correct the leak. The surgeon was not certain if the staples were present on the stomach (leak) side during the second procedure. The patient was still in the hospital as of this date, and pending a follow-up scan to ascertain if any further leaks are present. No reloads are available for examination; all disposable products from the initial procedure were discarded. There were no issues encountered in the second procedure. On 15-july-2022, isi contacted the surgeon who provided additional information. The patient had prior gastric procedures including lap band and lap band removal, so the operative staple site was compromised with scar tissue. The initial procedure was uneventful, blue reloads were used because tissue looked normal and the first reload had no pauses, therefore the surgeon opted to continue with the blue reloads. The patient presented on post-operative day #1 with complaints of severe pain and fever. A leak was diagnosed by an upper gi series and CT scan showing a leak with ¿lots¿ of fluid and contrast at the site. The patient was getting septic at the time of diagnosis and was sent for reoperation. The patient underwent a follow-up robotically assisted procedure. Upon reoperation, the surgeon observed a total staple line dehiscence described as ¿mirror image of a hole/gap on both the pouch and stomach side where the staple line was placed.¿ the operative sites were restapled with a sureform 60stapler and blue reloads, over sewn, patched and glued to repair the dehiscence and contain the leak. A surgical site drain was placed. The patient was discharged on (B)(6) 2022 on tpn, npo and IV antibiotics. The patient was seen on (B)(6) 2022 and remained stable. Patient will remain npo for a full month and additional patient follow-up will be determined at that time. No further information is available.